Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored with a water filled reservoir installed, all boluses delivered properly their indicated amounts and water exited the infusion set during bolus deliveries; all boluses were listed in the history screen. No bolus anomaly or unexpected bolus stopped alarm noted. No hot pump or hot battery noted during our testing. The insulin pump had a scratched case. No damage noted on the original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump bolus over delivers insulin. The customer's blood glucose reading was 135 mg/dl at the time of incident. Troubleshooting found that the customer was having high and low blood glucose but the readings were unknown at the time of incident. It was also found that the pump alarmed unexpectedly. No further information was provided.

Manufacturer narrative:
The pump passed the delivery accuracy test.